Manufacturer narrative:
The camera was returned to the manufacturer for analysis. Analysis found a bump was detected in the logs. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was not working. The camera was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735821. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the error led was illuminated on the camera and the unit would not track instruments. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome.